Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer were experiencing high blood glucose and insulin pump had software error. Blood glucose level was 500 mg/dl and 264 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer experienced nausea. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Customer treated with manual injection and insulin pen. Customer was neither in emergency room nor admitted into hospital. Customer stated auto mode feature was active at the time of incident. The insulin pump will not be returned for analysis.